Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual inspection of the returned device performed at customer quality (cq) shows device broke at the distal tip (broken tip not returned). The break is jagged and oblique. No new issues were identified. A device failure was identified. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown, most likely excessive force was used during insertion resulting in the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw237245 was released in a single batch. Batch1: lot were released on 01 jul 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a plif (posterior lumbar interbody fusion) performed and the tip of the screwdriver broke during final screw fixation. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown. Quantity 1). This report is for one (1) sfx x20 torque driver shaft. This is report 1 of 1 for (B)(4).